Manufacturer narrative:
Inspected 1 opened/used sensor electrode broken missing broken part.

Event description:
Customer reports that upon removal of the sensor, the sensor wire broken in the body. Trouble shooting was not performed product is expected to return.